Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection revealed that the articulation nut was retracted and preventing proper calibration and this was causing an error on the adapter. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, a review of the device history record was not performed. A definitive root cause could not be determined with regard to the reported condition. However, probable causes could be attributed to using the manual retract tool improperly and turning the articulation trilobe too far. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a demonstration, after the device was set up, the sales rep demonstrated the operation of the device. However, the articulated jaws could not be returned to straight position. The reload could not be removed from the adapter and was only removed by force. After that, the adapter was connected to the handle, however, the calibration did not complete for a while. After the calibration completed, the display screen of the handle showed the adapter yellow swimlane error. There was no patient involved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a demonstration, after the device was set up, the sales rep demonstrated the operation of the device. However, the articulated jaws could not be returned to straight position. The reload could not be removed from the adapter and was only removed by force. After that, the adapter was connected to the handle, however, the calibration did not complete for a while. After the calibration completed, the display screen of the handle showed an error indicator. There was no patient involvement.